Event description:
Additional information received indicates that surgical intervention took place wherein the lead and ipg were explanted and replaced to address the issues. Reportedly, the patient stopped charging the ipg, rendering the ipg inoperable. Effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicated that the patient experienced "ineffective" therapy.

Event description:
It was reported that the patient¿s lead has high impedances and not functioning properly. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.